Event description:
Reportable based on additional information that was received 27 october 2022. It was reported that insertion difficulties occurred. A guidezilla ii catheter guide extension was selected for use in a percutaneous coronary intervention procedure. The guidezilla ii was difficult to advance into the 6f convey guide catheter. Resistance was felt during insertion within 15-20 cm into the 6f convey guide catheter. The procedure was completed with another of the same device. No patient harm resulted in relation to this event. It was further reported that the device was pulled out with a little force and that the guidezilla ii broke at the location of the collar.

Event description:
Reportable based on additional information that was received 27 october 2022. It was reported that insertion difficulties occurred. A guidezilla ii catheter guide extension was selected for use in a percutaneous coronary intervention procedure. The guidezilla ii was difficult to advance into the 6f convey guide catheter. Resistance was felt during insertion within 15-20 cm into the 6f convey guide catheter. The procedure was completed with another of the same device. No patient harm resulted in relation to this event. It was further reported that the device was pulled out with a little force and that the guidezilla ii broke at the location of the collar. It was further reported that the original reported guidezilla catheter did not brake as initially reported. Originally it was reported that there was device detachment. Additional information clarified the lot number of the alleged detached catheter was the related complaint device and not lot# 0027831937 as originally reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was full collar and shaft detachment and there was blood present in the shaft of the device. The separation is indicative to twisting the device as the collar filars were bent and mangled and the shaft appears to be twisted off from the collar. At 20.2cm from the tip of the device, the shaft, markerband and tip were flattened. The od (outer diameter) of the undamaged shaft was measured. The measurement of the od on the guidezilla ii 6f guide extension catheter is compatible to a 0.070 inches guide catheter. A flattened shaft portion was measured at 0.073 inches. The damages found would cause resistance upon guide catheter entry and can prevented the device from advancing.

Manufacturer narrative:
Correction: originally it was reported that there was device detachment to guidezilla lot #0027831937. Additional information clarified the lot number of the alleged detached catheter was the related complaint device lot #0028065012.

Event description:
Reportable based on additional information that was received 27 october 2022. It was reported that insertion difficulties occurred. A guidezilla ii catheter guide extension was selected for use in a percutaneous coronary intervention procedure. The guidezilla ii was difficult to advance into the 6f convey guide catheter. Resistance was felt during insertion within 15-20 cm into the 6f convey guide catheter. The procedure was completed with another of the same device. No patient harm resulted in relation to this event. It was further reported that the device was pulled out with a little force and that the guidezilla ii broke at the location of the collar. It was further reported that the original reported guidezilla catheter did not brake as initially reported. Originally it was reported that there was device detachment. Additional information clarified the lot number of the alleged detached catheter was the related complaint device and not lot #0027831937 as originally reported.